Manufacturer narrative:
(B)(4). The field service representative (fsr) inspected the unit and confirmed the occlusion knob was difficult to adjust. The fsr regreased the occlusion knob. The unit operated to the manufacturer¿s specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump occlusion was jammed, not spinning and not moving in and out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), a ¿sticky substance¿ was found on the sliders of the roller pumps. This appears to not have been degraded grease from the main shaft/knob area. Cleaning of this area of the roller pump resolved the stiff operation of the occlusion mechanism. He re-greased occlusion knob. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.